Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate pump for insulin therapy.